Manufacturer narrative:
Detailed product information was not provided. Good faith efforts were completed to obtain the information, but it was not available. Device evaluated by manufacturer: the guidezilla ii device was returned with the related synergy xd stent delivery system. The guidezilla ii device was scrapped along with the synergy xd device after meeting retention. Photo media attached in related synergy complaint, was used for device analysis. No damage was able to be identified to the guidezilla with the media provided based on visibility; however, it does show that a portion of the synergy stent exited the tip of the guidezilla. Additional media shows synergy damage as there was stent strut damage. The damage present on the stent would cause resistance or the inability to withdrawal the device back through the guidezilla.

Event description:
It was reported that during removal of stent, it got caught in the guidezilla. A guidezilla and synergy were selected for use. During the procedure, when attempted to remove the stent, it got caught in the guidezilla; struts lifted from the balloon. The stent and guidezilla were both removed from the patient. The procedure was completed with another of the same size stent. There were no patient complications reported.

Event description:
It was reported that during removal of stent, it got caught in the guidezilla. A guidezilla and synergy were selected for use. During the procedure, when attempted to remove the stent, it got caught in the guidezilla; struts lifted from the balloon. The stent and guidezilla were both removed from the patient. The procedure was completed with another of the same size stent. There were no patient complications reported.